Manufacturer narrative:
The catalog code provided (466fxxxx), represents an unknown optease filter. The catalog and lot numbers for the actual product used in the procedure are unknown.     Complaint conclusion: as reported by the legal department, plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but no limited to, tilt, and filter embedded in the wall of the ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant expenses, and pain and suffering, and other damages.     The device is unavailable for analysis as it is still implanted in the patient. A device history record could not be conducted as a lot number was not provided.     Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instruction for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but no limited to, tilt, and filter embedded in the wall of the ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicates the ivc filter was placed initially during a pre-operative exam for gastric bypass surgery. The index procedure was tolerated without complication. Approximately seven years after the placement, two attempts were made to retrieve the filter. The medical records indicate that these attempts were made due to complications including massive caval thrombosis resulting in renal vein thrombosis. The second attempt for removal was successful. The patient reports to have experienced acute renal failure and to continue to experience depression, mental and physical panic attacks. The medical records for this case do not indicate any of the patients reported claims. As reported, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2008. The following additional information received per the medical records indicates the ivc filter was placed initially during a pre-operative exam for gastric bypass surgery. The index procedure was tolerated without complication. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but no limited to, tilt, and filter embedded in the wall of the inferior vena cava (ivc.) As a result of these malfunctions, the patient reports to have suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant expenses, and pain and suffering, and other damages. Approximately seven years after the placement, two attempts were made to retrieve the filter. The medical records indicate that these attempts were made due to complications including massive caval thrombosis resulting in renal vein thrombosis. The second attempt for removal was successful. The patient reports to have experienced acute renal failure and to continue to experience anxiety, depression, mental and physical panic attacks. The medical records for this case do not indicate any of the patients reported claims. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the ivc and filter do not represent a device malfunction. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The implantation procedure record notes implantation of the filter on or about (B)(6) 2009; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. The reported acute renal failure may be related to the massive caval thrombosis and occlusion of the ivc. Thrombosis around the renal veins would inhibit the flow of blood out of the kidneys and effect the function of those organs. However, this event does not represent a device malfunction and is related to the underlying clot formation issues being experience by the patient. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data: health professional, occupation / litigation paralegal, type of reportable event.